Manufacturer narrative:
Evaluation summary: the external pulse generator was returned and analysis confirmed the customer comment that the display was out of specification, missing pixels. Analysis also found that the lower case, both bail covers and the ring cover were broken, the battery contacts were compressed and the battery drawer was damaged. (B)(4).

Event description:
It was reported that words and numbers are not legible and segments are missing on the lower display. It was also reported the screen is distorted. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that words and numbers are not legible and segments are missing on the lower display. It was also reported the screen is distorted. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.